Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that driveline infection was noted at the clinic from foul odor and drainage on site. Culture was positive for staph aureus, which was treated with cefadroxil and multiple positron emission tomography (pet) scan to follow up progress. Pet scan confirmed driveline infection. Plan was to stay on oral antibiotic until next follow up appointment and seeing microbiology.